Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported the insulin pump alarmed hardware low level failures. The customer¿s blood glucose level was 108 mg/dl at the time of the incident. The customer was able to clear the alarm, complete rewind, and fill cannula. A self test was performed and the insulin pump failed the self test with the hardware low level failures alarming again. The pump was restarted and a second self test was performed. The insulin pump passed the second self test. The insulin pump will not be returned for analysis.